Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. No moisture damage on the reservoir compartment, motor, vibrator, keypad and electronic assembly during visual inspection. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with the following physical damage: scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was exposed to moisture/fluid. The customer¿s blood glucose was 12 mmol/l at the time of the incident. It was stated there was water in the reservoir compartment. The insulin pump was returned for analysis.